Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the reported problem. The fse reviewed the error logs and there were no errors pointing to the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy and cholecystectomy surgical procedure, the surgeon was experiencing a lot of resistance and slow movement on universal surgical manipulators (usms) 1 and 3. There were no errors or messages. The surgeon also stated that the instruments continued to move momentarily after the surgeon stopped moving the master tool manipulator (mtm). A clinical sales representative (csr) called in to inform they completed a test drive after the completion of the procedure and were not able to replicate the errors. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue was persistent. The surgical technician continued to manually manipulate arms. The da vinci coordinator informed that the issue was resolved when the field service engineer (fse) brought in training arms, docked and could not replicate the issue. There was no injury to the patient as result of the event.